Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. D10: concomitant medical products: (relevant associated devices used with the device being reported on): gore® excluder® iliac branch endoprosthesis (ceb231410). As part of our routine quality procedures, each batch of devices undergoes comprehensive quality control testing and inspections prior to release for distribution. Gore reviewed the manufacturing records associated with the reported lot number and verified that all release criteria had been met. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore, that on (B)(6) 2026, a patient with a right iliac aneurysm was implanted successfully with a gore® excluder® conformable aaa endoprosthesis, gore® excluder® aaa endoprosthesis, and gore® excluder® iliac branch endoprosthesis (ibe). The patient had remarkably tortuous anatomy, no other details are known. On (B)(6) 2026, a follow-up CT scan showed a type 3 endoleak between the ibe device and the gore® excluder® aaa endoprosthesis bridging limb. The limb had migrated upwards and was now sitting partially outside of the iliac branch component. In addition, a type 1b endoleak in the left external iliac artery (leia) was noticed on the gore® excluder® aaa endoprosthesis (contralateral limb), where the implanted device seemed to have "pulled upwards". The physician reported that most likely once the stiff wire were removed, the bridging and the contralateral limb in the leia have pulled upwards due to the anatomical tortuosity. A reintervention was performed on (B)(6) 2026. The right sided type 3 endoleak between ibe and bridging limb was addressed by implanting a new bridging limb. The left sided type 1b endoleak was treated by extending into the leia with another gore® excluder® aaa endoprosthesis. On completion angiograph, both the type 3 and the type 1b endoleak appeared to be resolved.